Manufacturer narrative:
Findings: unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected battery out limit anomalies noted. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm and battery out limit alarm. Blood glucose level at the time of the incident was 60 mg/dl. Customer's parent mentioned the drive support cap appears normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer completed troubleshooting for the alarms but declined troubleshooting for low blood glucose. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.